Event description:
Telephone telemetry transmission yesterday showed non-magnet atrial pacing in a bigeminal pattern (60 bpm then 100 bpm); no magnet could be attained. Today, same patterm w/ and w/o magnet. Patient reported mild dizziness earlier today at home. Upon interrogation today, alert screen showed device in hardware backup. Tech services contacted and stated that this can be caused by either emi or a possible known problem (microprocessor notification) with this device model where the microprocessor can shut off. Initial battery voltage (2.55v) was not at eri (2.40 v) and tech services stated battery would last 2 months. Tech services recommended to attempt to restart microprocessor through a series of steps and if this failed (which it did) to replace the device. Following the three attempts, the battery voltage dropped to 2.11v (eol) and pacing mode became aao at 54 bpm without capture. Underlying rhythm is sinus brady at 44 - 50 bpm. Bp checked and was 154/66 supine, no symptoms. Patient recently completed radiation therapy for prostate ca (5-6-05). Also completed a full body bone scan about 2 weeks ago. Dr. Alerted and device was changed in ep lab later that day.